Event description:
A malfunction on the pump was reported by the caller with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer was assisted by technical support with resetting the pump, after which the malfunction code did not recur. The customer was informed to continue using the pump and advised to call back if any issues reoccurred.